Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. However, the alarm history revealed two different alarms.